Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a pre-existing right external iliac artery (eia) occlusion, and left femoral artery (fa) stenosis and calcification. The transfemoral approach was selected for access. Upon inserting a 14 french (fr) non-medtronic sheath, resistance was encountered during advancement through the eia, but the sheath was able to pass. A pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon. Upon delivery catheter system (dcs) advancement, the dcs was difficult to advance at the eia to common iliac artery (cia) bifurcation; however, the dcs was able to pass. The dcs became "stuck" again in the tortuous part of the abdomen. Therefore, the stability shaft layer was pushed forward, and the dcs was able to pass. Upon the first deployment attempt, complete heart block (chb) was observed and pacing was initiated. The valve achieved good position while "repeating" recapture. Following the implant of the valve, the chb did not improve and temporary pacing was continued at a rate of 60 beats per minute (bpm). Following dcs removal, an angiography was performed that revealed the calcification on the cia to eia had "cracked" and a dissection was observed. Subsequently, a 7 millimeter (mm) by50 mm non-medtronic stent was placed on the distal end, and a 7 mm by 59 mm non-medtronic stent was placed on the proximal side. Subsequent angiography revealed "leakage" from the central to distal side of the aorta bifurcation. Subsequently, an additional 8 mm non-medtronic stent was placed at the aortic bifurcation, and the central side was dilated using a 10 mm percutaneous transluminal angioplasty (pta) balloon. A computed tomography (CT) scan was performed to check for bleeding in the abdominal cavity. At that time, it was reported that blood flow in the lower limb was reduced, and a thrombosis was suspected. A cutdown was performed to remove the thrombus using a non-medtronic catheter. During the procedure, the intima was circumferentially dissected from the distal end of the stent, and surgical repair was performed with a pericardial patch. Additional information was received that the valve was recaptured a total of five times during the implant due to multiple reasons including the atrio-ventricular block, suboptimal position, and dislodgement. Anticoagulant medication was administered during the procedure. The time the procedure started to CT imaging was over three hours long. Additionally, it was noted that there was not a dissection at the aortic bifurcation. The dissection was on the left side, with an eia minimum diameter of 3.5 mm. Per the physician, the cause of the dissection was thought to have occurred when calcification fractured during the dcs advancement. Narrow vasculature and severe calcification also contributed to the dissection.

Manufacturer narrative:
Updated data: b1, b5, second paragraph added h6, additional codes, corrected data: b5. First paragraph updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a pre-existing right external iliac artery (eia) occlusion, and left femoral artery (fa) stenosis and calcification. The transfemoral approach was selected for access. Upon inserting a 14 french (fr) non-medtronic sheath, resistance was encountered during advancement through the eia, but the sheath was able to pass. A pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon. Upon delivery catheter system (dcs) advancement, the dcs was difficult to advance at the eia to common iliac artery (cia) bifurcation; however, the dcs was able to pass. The dcs became "stuck" again in the tortuous part of the abdomen. Therefore, the stability shaft layer was pushed forward, and the dcs was able to pass. Upon the first deployment attempt, complete heart block (chb) was observed and pacing was initiated. The valve achieved good position while "repeating" recapture. Following the implant of the valve, the chb did not improve and temporary pacing was continued at a rate of 60 beats per minute (bpm). Following dcs removal, an angiography was performed that revealed the calcification on the cia to eia had "cracked" and a dissection was observed. Subsequently, a 7 millimeter (mm) by 50 mm non-medtronic stent was placed on the distal end, and a 7 mm by 59 mm non-medtronic stent was placed on the proximal side. Subsequent angiography revealed "leakage" from the proximal to distal side of the aorta bifurcation. Subsequently, an additional 8 mm non-medtronic stent was placed at the aortic bifurcation, and the proximal side was dilated using a 10 mm percutaneous transluminal angioplasty (pta) balloon. A computed tomography (CT) scan was performed to check for bleeding in the abdominal cavity. At that time, it was reported that blood flow in the lower limb was reduced, and a thrombosis was suspected. A cutdown was performed to remove the thrombus using a non-medtronic catheter. During the procedure, the intima was circumferentially dissected from the distal end of the stent, and surgical repair was performed with a pericardial patch.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial:(B)(6); product type: 0195-heart valves; implant date (B)(6) 2026-; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.